Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine follow up, this left ventricular (lv) lead had dislodged as confirmed through chest x-ray. This lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided